Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the catheter detached. During preparation after unpacking and setting, when the physician attempted to insert the opticross¿ imaging catheter into the patient, he noticed that the tip of the device was separated. The part near the distal tip of the catheter was broken. It had never entered to the patient's body. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.